Manufacturer narrative:
Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device would not pair with unit. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: pairing failure, footswitch will not pair with the controller due to a bad transmitter pcb, there are broken inserts on the housing of the unit, minor scratches on the unit. The repair of the device was however declined, and it is being placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported from the affiliate that the vapr vue wireless footswitch device would not pair with the unit. During an in-house engineering evaluation, it was determined that the had a pairing failure, the foot switch would not pair with the controller due to a ad transmitter pcb and there were broken inserts on the housing of the unit. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.